Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a male patient underwent a ventricular tachycardia ablation procedure for ventricular extrasystoles coming from the right ventricular outflow tract with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the mapping phase, a cardiac tamponade was detected. A pericardiocentesis was performed in the cathlab and an unknown amount of fluid was removed. The patient was transported to the operating room for open heart surgery. It is unknown if the patient required hospitalization. The patient has since fully recovered. There were no factors sited that could have contributed to the event. Physician determined that the tamponade was not caused by malfunction of the catheter or of the system and did not require further investigation. No transseptal puncture was performed. The patient did not receive anticoagulation during the procedure. The irrigation flow was 2 ml/min during mapping. The smart touch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.